Event description:
On (B)(6) 2013, the distributer contacted animas and reported a call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and pump alarm history revealed multiple persistent call service alarms on the reported event date of (B)(4) 2013. The pump was powered on and displayed the ¿verify¿ screen. The pump alarmed a call service during the ¿rewind¿ attempt. A component failure was found which defaulted to a call service alarm. The pump¿s cover was removed, the component was replaced. The pump was successfully powered on and displayed the ¿verify¿ screen. The unit was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.